Manufacturer narrative:
Concomitant medical products: 407652; implanted: (B)(6) 2008. Non- healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to an rv coil and superior vena cava (svc) coil fracture. The rv lead was turned off and subsequently capped and replaced. No patient complications have been reported as a result of this event.